Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and not detected on bus. A field service engineer (fse) inspected the drawer and identified loose latch catches for both sub drawers. Fse then reseated both into the chassis, checked all row board connections and found no issues, replaced the row c tray and performed all relevant tests in hardware test application (hta), which passed successfully, then verified that the customer could access the storage space without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer was failed and not detected on bus. Customer tried to reboot and recover the failure, but the issue remained unresolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.